Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-jul-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-19, information was received from a patient receiving morphine via an implantable pump for non-malignant pain. The patient called and inquired about recall information. During the call, the patient stated they have been "experiencing withdrawal on and off 8 weeks ago" and that they had a catheter revision on (B)(6) 2026. The agent confirmed there was no pump alarm. Recall information was reviewed and the patient was redirected to their hcp to further address the issue.